Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was over 600 mg/dl or 447 mg/dl and under 400 mg/dl. Customer¿s blood glucose level was over 600 mg/dl at the time of incident. The customer provides details on symptoms related to the high blood glucose level episodes such as really tired. Customer was treated with insulin pump. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer did not allege insulin pump was under delivering. Customer was assisted with performing the high pressure test and test result was passed. Customer stated that the infusion set was detached. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.